Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("essure embedded"), device expulsion ("essure had descended into uterus"), uterine malposition ("uterus itself had twisted"), fallopian tube disorder ("one fallopian tube had disappeared"), ovarian atrophy ("both ovaries had disappeared") and pelvic pain ("constant pain, making it impossible to work") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. On an unknown date, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced embedded device (serious criteria medically significant and clinically significant/intervention required), device expulsion (serious criteria medically significant and clinically significant/intervention required), uterine malposition (serious criterion medically significant), fallopian tube disorder (serious criterion medically significant), ovarian atrophy (serious criterion medically significant), pelvic pain (serious criterion medically significant) and vomiting ("waking up in the middle of the night vomiting"). The patient was treated with surgery (essure was removed) and surgery (essure was removed). Essure was withdrawn. At the time of the report, the embedded device, device expulsion, uterine malposition, fallopian tube disorder, ovarian atrophy, pelvic pain and vomiting had resolved. The reporter considered embedded device, device expulsion, uterine malposition, fallopian tube disorder, ovarian atrophy, pelvic pain and vomiting to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had essure embedded, essure had descended into uterus, uterus itself had twisted, one fallopian tube had disappeared, both ovaries had disappeared and constant pain, making it impossible to work (seen as pelvic pain). Essure was removed. The events essure embedded, essure had descended into uterus and constant pain are anticipated according to the reference safety information for essure. The exact date and mechanism of embedded device and partial expulsion of device were not known. No alternative explanation was provided for pelvic pain. Based on their nature, a causal relationship with essure cannot be excluded. The other events are unanticipated. Considering the pathophysiology of these events and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. As consumer contact information is not available, further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had essure embedded, essure had descended into uterus, uterus itself had twisted, one fallopian tube had disappeared, both ovaries had disappeared and constant pain, making it impossible to work (seen as pelvic pain). Essure was removed. The events essure embedded, essure had descended into uterus and constant pain are anticipated according to the reference safety information for essure. The exact date and mechanism of embedded device and partial expulsion of device were not known. No alternative explanation was provided for pelvic pain. Based on their nature, a causal relationship with essure cannot be excluded. The other events are unanticipated. Considering the pathophysiology of these events and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. As consumer contact information is not available, further information cannot be obtained.